Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by the affiliate, the patient had in-stent restenosis of the smart control stent that was treated with pta. At an unknown date, patient developed sepsis, bladder perforation, and meningitis from emphysematous cystitis. The patient then expired due to sepsis. The intended procedure was a pta of target lesions located in the left superficial femoral artery (sfa) and left anterior tibial artery. The vessel and lesion characteristics were unknown. A smart control stent was placed in the sfa target lesion without any issue. An unknown stent was implanted in the tibial artery lesion. There was no possibility of a dissection and there was no distal disease left untreated. Healthy tissue to healthy tissue was covered by the stents. It is unknown if the stents were post-dilated or the rate of the residual stenosis. The timi flow pre and post stent are unknown. It is unknown what antiplatelet/anticoagulation medications the patient was taking; however, it was reported that the patient was compliant on medication regimen. About 6 months later, in-stent restenosis were found on both lesions, and treated by pta. The patient partially recovered. The stenosis rates and timi flow were unknown. The patient symptoms and conditions with restenosis were unknown. At an unknown date, the patient developed sepsis, bladder perforation, and meningitis from emphysematous cystitis. The patient received medication. Per the physician, it was reported the cause of sepsis had incidentally occurred. About a month after restenosis treatment, the patient expired due to sepsis. The device remains implanted in the patient; therefore it was not available to be returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15672203 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, the patient had in-stent restenosis of the smart control stent that was treated with pta. At an unknown date, patient developed sepsis, bladder perforation, and meningitis from emphysematous cystitis. The patient then expired due to sepsis. The intended procedure was a pta of target lesions located in the left superficial femoral artery (sfa) and left anterior tibial artery. The vessel and lesion characteristics were unknown. A smart control stent was placed in the sfa target lesion without any issue. An unknown stent was implanted in the tibial artery lesion. There was no possibility of a dissection and there was no distal disease left untreated. Healthy tissue to healthy tissue was covered by the stents. It is unknown if the stents were post-dilated or the rate of the residual stenosis. The timi flow pre and post stent are unknown. It is unknown what antiplatelet/anticoagulation medications the patient was taking; however, it was reported that the patient was compliant on medication regimen. About 6 months later, in-stent restenosis were found on both lesions, and treated by pta. The patient partially recovered. The stenosis rates and timi flow were unknown. The patient symptoms and conditions with restenosis were unknown. At an unknown date, the patient developed sepsis, bladder perforation, and meningitis from emphysematous cystitis. The patient received medication. Per the physician, it was reported the cause of sepsis had incidentally occurred. About a month after restenosis treatment, the patient expired due to sepsis.